Event description:
It was reported by service report that the side rail was broken and could not be latched up. It is unknown if there was patient involvement; however, no adverse consequences were reported.